Event description:
It was reported that customer experienced problem where pump display would not turn on, and no blood glucose information was available. There was no reported impact to the customer¿s blood glucose level. Customer later confirmed pump would not be returned, and no additional corrective actions or technical support interventions were documented, with no further information received regarding outcome of event.